Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient's implantable neurostimulator (ins) battery was run down since (B)(6) 2016 and they were no longer getting therapy. They were diagnosed with their first urinary tract infection (uti) since the ins depleted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.